Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062918. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient went to the emergency room due to heavy vomiting and nausea with a lot of exudate fluid from the stoma site. The patient was admitted to the surgery department, and underwent open abdominal surgery where she was diagnosed with the intestinal tube looping around the small intestine, and was prescribed pain killers. On (B)(6) 2022, the patient underwent a non-abbvie branded tubing replacement, during which the patient experienced ileus. The patient underwent surgery for the ileus which did not require an intestinal resection. On an unknown date, it was reported by the patient's husband that the patient was operated in the abdomen/intestine again due to the ileus. It is unknown if the patient required any further treatment for the reported ileus.

Manufacturer narrative:
Reference record (B)(4). H6 code of 4581 was chosen to capture the event of ileus.

Event description:
On an unknown date, it was reported that the patient had an operation for the abdomen/intestine due to "ileus or hole in the intestine". No further information was available.